Manufacturer narrative:
The reported event of failure to capture was not confirmed. Visual inspection found normal helix. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output signal found normal pacing parameters. Sensitivity test performed under field settings. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements, and the device passed all tests prior to its distribution. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the ventricular leadless pacemaker (lp) exhibited failure to capture. The lp was explanted and replaced. The patient was in stable condition.